Event description:
It was reported that an obese patient underwent a peripheral intervention procedure via the femoral artery using a 6f sheath. At the end of the procedure a 6f celt was used to close the arteriotomy site. During deployment, the physician felt that they may have pulled the implant through the artery and left it in the subcutaneous tissue. The dr confirmed this via x ray and manual compression was applied to help ensure hemostasis. The patient however developed symptoms of a retroperitoneal bleed two hours later and was sent to the hospital for observation. No transfusion or intervention or surgery was needed and the patient was discharged the following day.